Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is over delivering insulin. Customer's blood glucose was 185mg/dl at the time of incident. Customer indicated that they are unsure if the pump programming is correct. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self- test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump passed the delivery accuracy test. No over delivery anomaly was noted during testing. The insulin pump communicated properly to blood glucose meter. No blood glucose meter communication anomaly was noted. The insulin pump had a cracked case at display window corner and minor scratched display window.